Event description:
It was reported that a patient underwent a laparoscopic incisional hernia repair procedure on (B)(6) 2011 and mesh was used. The patient came back to the surgeon 3-4 months later with pain. On (B)(6) 2012, the patient underwent a second procedure not related to the hernia repair. The surgeon found that the film on the mesh was still intact and the mesh was encapsulated rather than incorporated. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.